Event description:
It was reported that the patient presented to the hospital due to the implantable cardioverter-defibrillator (ICD) delivering inappropriate therapy. Subsequently, a holter was placed on this patient and then was checked. Upon review, it was noted that this ICD delivered inappropriate shock therapy. It was believed that the non-boston scientific right ventricular (rv) lead had an insulation issue. The patient was hospitalized for monitoring and further was discharged. The programing settings were adjusted and an rv lead replacement procedure was scheduled. At this time, the lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the hospital due to the implantable cardioverter-defibrillator (ICD) delivering inappropriate therapy. Subsequently, a holter was placed on this patient and then was checked. Upon review, it was noted that this ICD delivered inappropriate shock therapy. It was believed that the non-boston scientific right ventricular (rv) lead had an insulation issue. The patient was hospitalized for monitoring and further was discharged. The programing settings were adjusted and an rv lead replacement procedure was scheduled. At this time, the lead remains in service and no additional adverse patient effects were reported. Additional information received indicated that this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.